Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.

Event description:
On (B)(6), 2005, this pt was implanted with gore excluder aaa endoprosthesis. On (B)(6), 2010, an additional procedure was performed whereby an additional trunk-ipsilateral leg component. Multiple attempts have been made to obtain additional information, none has been received.